Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermittent minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no adverse impact on customer's blood glucose level.